Manufacturer narrative:
Pump received with stripped battery cap coin slot(p) and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer blood glucose level was 185 mg/dl. Customer also stated that lip of the reservoir and battery cap was damaged. The device will be returned for analysis.